Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. A correction to b5 was made and should be: the manufacturer received information alleging breast cancer related to a CPAP device's sound abatement foam. Section b7 was filled by error. Section h6 was corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as serious injury. The following correction has been updated in this report to reflect adverse event. Section b1 has been updated to reflect as adverse event. Section h1 and h6 has been reflect as serious injury. Section h6 health impact code has also been updated to reflect the serious injury.